Event description:
It was reported that this pacemaker system exhibited high out of range pace impedance measurements. It was suspected a lead fracture but it was not confirmed. Technical services (ts) suggested further evaluation at clinic. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this pacemaker system exhibited high out of range pace impedance measurements. It was suspected a lead fracture but it was not confirmed. Technical services (ts) suggested further evaluation at clinic. No adverse patient effects were reported. This system remains in service.